Event description:
It was reported that the insulin pump alarmed no delivery. Customer declined to do troubleshooting due to he knows he had to do set change. Customer stated he does not have infusion set available however he has manual injection. Customer reported that he was hospitalized last (B)(6) 2014 for low blood glucose. Customer's blood glucose was 23 mg/dl. Customer stated that he was sweating a lot and was on the ground and unable to get up and next thing he remembers ambulance was present. Customer was treated with IV. Customer was not in a vehicular accident. Customer stated the low blood glucose was cause by not eating breakfast. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.